Event description:
As reported via the (B)(6) study, a patient experienced plaque shift and myocardial infarction (mi) after a cypher stent was implanted. At the time of the index procedure, angiography revealed 75% stenosis in the proximal left anterior descending (lad). The lesion was de novo and 25mm in length. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 3.0 x 28mm non-cordis balloon at 14atm. A 3.0 x 28mm cypher rx was implanted at 16atm and was post-dilated with a 3.5 x 10mm non-cordis balloon to fully extend the stent. The ostial first diagonal was treated with angioplasty due to plaque shift. The plaque shift resulted in an mi with elevated cardiac enzymes. There was 0% residual stenosis of the first diagonal and proximal lad. Ckmb was 31.1 (uln 6.3) and troponin I was 8.02 (uln 0.5) at 6 to 12 hours post procedure. The patient was discharged approximately two days after the index procedure.

Manufacturer narrative:
As reported via the (B)(4) study, a patient experienced plaque shift and myocardial infarction (mi) after a cypher stent was implanted. At the time of the index procedure, angiography revealed 75% stenosis in the proximal left anterior descending (lad). The lesion was de novo and 25 mm in length. The reference vessel was 3.0 mm in diameter. The lesion was pre-dilated with a 3.0 x 28 mm non-cordis balloon at 14 atm. A 3.0 x 28 mm cypher rx was implanted at 16 atm and was post-dilated with a 3.5 x 10 mm non-cordis balloon to fully extend the stent. The ostial first diagonal was treated with angioplasty due to plaque shift. The plaque shift resulted in an mi with elevated cardiac enzymes. There was 0% residual stenosis of the first diagonal and proximal lad. The patient was discharged approximately two days after the index procedure. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase leading to a diagnosis of myocardial infarction. Pci of lesions located next to a coronary bifurcation almost inevitably causes plaque redistribution in the side branches. Common techniques to prevent plaque shifting during intervention of bifurcation lesions include double guide wire technique and kissing-balloon inflation. Inflation of balloons over the recommended rated burst pressure may also lead to excessive intimal damage and higher potential for plaque shifting. Based on the information provided, there are possible patient, vessel and inherent risk of procedure factors that may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Concomitant medications:bivalirudin administered during procedure.amlodipine 10mg daily.valsartan 325mg daily.hydrochlorothiazide 25mg daily.demadex 20mg daily.amaryl 4mg daily.aspirin 325mg daily.clopidogrel 75mg within 24 hours of procedure.a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.